Manufacturer narrative:
An 0x14 hazard alarm, indicating an occlusion, was generated during the pod¿s operation. Timeouts were seen in the downloaded data in conjunction with this alarm. A root cause for the alarm could not be determined. A leak was found on the soft cannula near the formed needle tip. The soft cannula was kinked at the leak. Upon magnification, it could be seen that the formed needle was poking through the soft cannula. It could not be determined when this damage occurred. The threads midway along the lead screw had slightly flattened tips and were notably more worn than the rest of the threads. No resistance was noted when unscrewing the lead screw from the tube nut. It could not be determined when this damage occurred, and it could not be conclusively determined if this contributed to the alarm. Small cracks were found on the outer housing. It could not be determined when these cracks had occurred. Inspection of the device suggests that the small cracks had no effect on the device's functionality. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 300 mg/dl while wearing the pod less than 1 hour. The pod¿s cannula was found while wearing it on the abdomen. No further information gathered.